Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was difficult to extend and the r-waves were noted to be low with 2 right ventricular (rv) leads. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.